Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Visual examination revealed the entire extracorporeal tubing to be absent from the y-fitting. Underwater leak testing revealed no leaks in the returned portion of the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (after a lab extracorporeal tubing was attached to the y-fitting). The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned portion of the iab.

Event description:
The catheter kinked and a helium leakage occurred. Event complications: none from the event-reported 2/3/1998. Pt's current status: unk-rpt'd 2/3/1998.